Manufacturer narrative:
On (B)(6) 2016, it was reported that the device was shredding skin even with a new blade. On (B)(6) 2016, it was clarified that the device had been received after repair and had been utilized. There was no incident report filed with the operating room (or) manager that would indicate patient harm or delay in surgery. The customer returned an air dermatome device for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer (B)(4) surgical has previously repaired/evaluated the air dermatome one time as documented in the repair reports. The last repair was (B)(6) 2015 where it was reported that the hose was not connecting to the dermatome and the standard repair parts were replaced. This is not a related issue. The air dermatome was manufactured on june 9, 2015, and is 10 months old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed no apparent damage to the head or housing of the hand piece. There were minor nicks present on the neck. There was no apparent damage to the control bar. The master blade, serial number (B)(4), was sitting slightly below the control bar. The swivel rotates 360 degrees, has 2 engagement pins, and has a swivel o-ring. The thickness control lever operated as intended. A scratch was noted to the top of the 3 inch width plate. There was no apparent damage to the other width plates. The safety switch operated as intended. The device was tested under the stroboscope (it #(B)(4)) with the customer hose and the motor operated within motor speed specifications. The device was tested with the qa test hose and the motor operated within motor speed specifications. Repair of the air dermatome was performed by zimmer (B)(4) surgical on (B)(6) 2016 which included replacement of the head, control bar, calibration shaft and cams to fix the problem. The standard repair parts were also replaced in the unit. The service technician noted that the control bar had movement up and down and would move up too high above the blade which could cause the skin to get shredded. The service technician speculated that the unit could have been possibly dropped or hit against something causing this problem. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was shredding skin even with a new blade¿ was confirmed since during the repair the service technician noted that the control bar had movement up and down and would move up too high above the blade which could cause the skin to get shredded. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The service technician noted that the control bar had movement up and down and would move up too high above the blade which could cause the skin to get shredded. The service technician speculated that the unit could have been possibly dropped or hit against something causing this excessive movement between the control bar and blade. The IFU states that ¿handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use.¿ the air dermatome was repaired, tested and returned to the customer.

Event description:
It was initially reported that the device was shredding skin even with a new blade. Additional information received (B)(6) 2016 stated there was no incident report filed indicating any patient harm.